Event description:
It was reported that the balloon could not be advanced across the lesion. The balloon was used to treat a slightly calcified and tortuous lesion in the left anterior descending artery. The apn27513 model balloon (2.75 mm in diameter) was delivered to the lesion; however, it could not pass the lesion. Therefore, another balloon (2.50 mm in diameter) was used, and the procedure was continued. No complications were reported.

Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined. This is an initial report, and the results of the investigation will be described in a follow-up report.